Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the information provided and the investigation performed, the root cause of the reported incident is unknown. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. Pseudoaneurysms are known complications of catheterization procedures, regardless of closure device use. They may also occur with manual compression.

Event description:
A female patient underwent a diagnostic catheterization in late 2008. The procedure was performed via a 6 french procedural sheath placed in the right common femoral artery (cfa). At the end of the procedure, the physician treated the patient with a mynx vascular closure device to achieve hemostasis at the femoral artery access site. The mynx was deployed per the instructions for use by a trained operator. Hemostasis was successful at the cfa and the patient was discharged per hospital protocol. Two days post procedure, the patient returned to the emergency department due to increasing pain at the access site. A diagnostic ultra-sound was performed and patient was diagnosed with a pseudoaneurysm (size unknown) requiring surgical repair. The patient tolerated the surgical procedure well, and there have been no reports of further clinical sequelae. No additional information is available.